Manufacturer narrative:
Device evaluated by manufacturer: report of calcification and stenosis was confirmed. X-ray demonstrated heavy calcification on all three leaflets and wireform intact. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 6mm on leaflet 3 at the inflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3mm on leaflet 2 at the outflow aspect. Host tissue on the stent circumference was heavy at the outflow aspect. Extrinsic calcification fused leaflets 1 and 3 by approximately 6mm near commissure 1 at the outflow aspect. The extrinsic calcification also interfered with proper coaptation between leaflets 1 and 3. The sewing ring was cut around the valve and exposed the wireform at the inflow aspect. H10. Additional manufacturer narrative: calcification and host tissue restricted leaflet mobility and led to stenosis. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve the device are in process. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventative calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. In this case, patient factors likely contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a 23 mm aortic valve was explanted after an implant duration of seven years, two months, due to calcification leading to stenosis. As reported the patient was admitted in hospital by urgency, presenting cardiogenic shock, dyspnea and requiring an emergency intubation and the establishment of extracorporeal oxygenation for hemodynamic support. After the surgery, patient was noted as to be doing well.